Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention and cardiovascular injury, including perforation or dissection of valvular structures [e.g. Injury to the mitral valve/ apparatus] are a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Per literature review, the appearance of significant mitral regurgitation (mr) is one of the possible complications of a percutaneous prosthesis implant procedure. Mr can become exaggerated during tavr for several reasons, including direct mechanical damage to the mitral valve leaflets or subvalvular apparatus by the guidewire or prosthetic valve, and ¿impingement¿ of the prosthesis on the anterior leaflet of the mitral valve because of low implantation of the prosthesis.  Secondary mechanisms include myocardial ischemia, systolic anterior motion (sam) of the mitral valve leaflet with dynamic obstruction of the left ventricle outflow tract (lvot), significant paravalvular leakage, cardiac tamponade, and mechanical asynchrony due to conduction disorders (i.e. New-onset lbbb). The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The exact cause of the malposition was unable to be determined as multiple attempts for additional information were not forthcoming, but may have been due to procedural factors listed above and/or patient factors not provided. The low implantation of the s3 valve resulted in the mitral leaflet impingement and subsequent sapien 3 valve explantation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4).  Investigation of this event is ongoing.

Event description:
As reported by patient registry through an implant card, the patient had a 26 mm sapien 3 valve implanted in the aortic position via transfemoral approach using a commander delivery system and an esheath. Approximately two months post implant the valve was explanted and replaced with a surgical valve. It was reported that the patient presented to a different facility, where it was discovered that the  initial thv implant was low and had infringed upon the anterior mitral leaflet.  It was decided to explant the aortic s3 valve and repair the mitral and aortic with surgical prosthesis. The patient was doing well post procedure.